Manufacturer narrative:
Date of event: unk. Product code: unk; esubmitter software does not allow for a blank/unk entry unk. Device manufacture date: unk. (B)(4).

Event description:
Reportedly an implantable collamer lens was explanted due to a glaucoma complication. A tube shunt was then placed in the eye. Attempts to obtain additional information have not been successful.